Event description:
It was reported that the device unexpectedly turned off. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the unexpected turned off was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing or during log review. The returned suspect device was tested through asm v12.5.0. Test results show the device passing all preventive maintenance tests as required. The event was reported to have occurred on 05 january 2025. A review of the error logs showed no records of events at the reported date. On 05 january 2025, at 2:10 am, the pump module was selected, and an infusion was programmed with a rate of 3 ml/hr and a vtbi of 10 ml. The infusion then was started. From 2:12 am to 2:19 pm the pump module alarmed for occluded patient side two (2) times. The user restarted the infusion both times. At 4:21 pm, the key unit channel off was selected and the infusion was stopped. At 7:26 pm, the pump module was selected, and an infusion was programmed with a rate of 3 ml/hr and a vtbi of 10 ml. The infusion then was started. One minute later the key unit channel off was selected and an infusion was programmed with a rate of 2.24 ml/hr and a vtbi of 250 ml. The infusion then was started. At 11:00 pm, the pump module was channeled off. The pump module event log could not determine why the above infusions that were programmed to infuse for durations of 3.33 hours and 111 hours respectively were terminated early after only infusing for approximately 2.25 hours, a few seconds and 3.5 hours respectively. Per the alaris system user manual v12.1, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported unexpected turned off was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, a1801, g02017, g04067, g04037, c07, c0601, c23, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device unexpectedly turned off. There was patient involvement but no harm.